Event description:
Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain, discomfort, and injury . The doi was provided. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to osteolysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd (B)(6) 2015 - medical records received from legal. Upon revision, a large collection of fluid, debris material, dark black corrosion at the head and neck junction, and metallosis were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on (B)(6) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.